Event description:
The customer reports the unit takes too much time to deliver the medication in the pt unit (approximately 45 min to 1 hour). There was no pt injury. The customer reports the medication delivered was albuterol.